Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). This report is being filed to correct information previously reported. Correction - section h10 previously it had been reported that a black particle of greater than 0.5mm² was found inside the elastomeric membrane of one (1) sample, however upon further review it was determined that the measurement was recorded in the complaint file incorrectly. The particulate was actually, less than 0.5mm².

Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). Four (4) samples were received for evaluation. In one (1) of the returned samples a black particle of greater than 0.5mm² was found inside the elastomeric membrane. The exact material of the particulate could not be identified, and as a result contamination during the manufacturing process could not be ruled out. Since the manufacturing process could not be ruled out, the production operators were notified and awareness training was conducted. Although a root cause could not be determined, potential sources of black particulate have been identified and measures are being taken to prevent further occurrences of this nature. The other three (3) samples did not contain any particulate matter. Review of the device history record performed for the reported lot number did not reveal any abnormalities or non-conformances of this nature. If additional pertinent information becomes available a follow-up report will be filed.

Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). The investigation into this reported event is ongoing. Additional attempts to receive the sample are being made. A follow-up report will be submitted when the results of the investigation are available.

Event description:
As reported by user facility: small back particle floating in medication.